Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular procedure, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy stopped working. Upon functional testing, the fse found that the generator shut down unexpectedly as the ups was bypassed. To resolve the reported issue, the fse shut down the mains and turned it back on and the power was restored. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy stopped working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.